Event description:
The device was undersensing. There was a prior call when the device was t-wave oversensing and the case was clinically resolved by decreasing the ventricular sensitivity. Tech service discussed changing the sensitivity settings back to avoid the undersensing. However, the physician opted to reposition the lead.